Event description:
This report was received from global pharmacovigilance (gpv) and is spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal freeline solo w/2.5 % therapies for peritoneal dialysis( pd.) On an unreported date, the patient experienced peritonitis. The causative of the organism was not reported. It was unknown whether the patient received remedial treatment. On an unreported date, extraneal viaflex and dianeal freeline solo w/2.5 % therapies were permanently withdrawn and the patient was placed on hemodialysis. The outcome of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.